Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces no unexpected numbers ramping up on its own or scroll bar moving curing our testing. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated the bolus amounts jump when pressing the buttons once. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 180 mg/dl at time of reporting. Nothing further reported.